Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a lot of air was drawn into the vizigo short. After removing the catheter from the vizigo sheath, a considerable amount of air was aspirated from the side port of the vizigo sheath. Replacing the vizigo short to a new one resolved the problem. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-may-2025 and it was indicated that both vizigo had the same issue, although, more air was observed in the first vizigo short sheath. Air was also seen in the second vizigo short sheath; however, the second sheath could be used with aspirating the air. The hemostasis valve (gasket) did not dislodge inside, nor outside the hub. The sheath was being used on the patient and no air entered the patient¿s body. No needle product was used with the vizigo sheath. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000500 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-jul-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a lot of air was drawn into the vizigo short. After removing the catheter from the vizigo sheath, a considerable amount of air was aspirated from the side port of the vizigo sheath. Replacing the vizigo short to a new one resolved the problem. No adverse patient consequence was reported. Device evaluation details: visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. A back pressure test was performed, and water leakage was observed coming through the hemostatic valve. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number: 60000498 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The potential cause of the issue with the valve could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).